Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor passed with accurate readings however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
Customer reported the insulin pump is alarming sensor error. Customer cleared alarm, moved sensor close to the insulin pump, and alarm reoccurred. Customer also received a high alarm, treated, and then got a predicted low. Troubleshooting was performed. Customer's blood glucose level was 242 mg/dl. The alert was verified in the insulin pump. The sensor was inserted (B)(6) 2014 on the abdomen above the navel. Customer stated the sensor is not fully inserted or flat against the skin. The device was removed and customer stated it was crooked. Customer advised to change the sensor. No further information reported.